Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of bilateral varicocelectomy and bilateral hydrocele on bilateral infrainguinal incision site, prior to discharge, the patient found to have 4-5mm burn scab on right thigh. The burn mark was on patient right thigh where in the rem pad was on left thigh and cords path in the procedure was also on the left side of the patient. The generator was at the bottom of patient approximately 30cm away from patient's foot end with the monopolar setting: coagulation mode-fulguration:30 cutting mode: blend:30, bipolar setting: 15 standard. Cables were not over (crossing) the patient in the burning site and no metal parts contacting the patient burned site. The bipolar and bipolar cable used was a competitor's device. Burn was covered as a treatment. Photograph was received and showed black appearance of the burn.